Event description:
It was reported that after aortic valvuloplasty, the balloon could not be retracted through the 11f introducer sheath. The balloon and sheath were removed together as a single unit without incident. There was no reported pt injury.

Manufacturer narrative:
A mfg review could not be completed as the lot number is unk. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.